Event description:
Boston scientific received information that this right ventricular lead exhibited low out-of-range pacing lead impedance measurement of 200 ohms. Additional information indicated that this lead was tested with programmer and a pacing system analyzer and recorded low oor pli measurements. Likewise, loss of capture at high outputs of 5 volts was also noted which was confirmed through psa and programmer. This rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed multiple abrasion marks along the lead body with a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.